Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014.

Event description:
New information noted that the lead was capped on (B)(6) 2018. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the right atrial lead exhibited inappropriate automatic mode switching episodes due to noise. The physician decided to continue monitoring the patient. No further information was reported.

Manufacturer narrative:
Correction: previously reported supplemental MDR is missing outcomes attributed to adverse. Adverse event and required intervention to prevent permanent impairment/damage should have been selected.